Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2018. After sensor insertion, the patient stated the cgm was displaying 16.4mmol/l and based off the cgm, the patient took the correct amount of insulin to reduce their blood sugars. Soon after, the patient stated they started getting very shaky and sweaty and decided to test their blood sugars on a meter and it displayed 1.9mmol/l. The patient stated their bg dropped so low that they nearly collapsed. The patient then treated herself with 500ml of lucozade and a bowl of cereal and after 40 minutes, she was feeling okay. She tested her bg again after treatment and the meter was reading 4.5mmol/l. At the time of contact, the patient was doing fine. No additional patient or event information is available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A root cause was not determined.